Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and loss of capture. Lead fracture due to clavicular crush was suspected. The lead was explanted and replaced. There were no adverse consequences to the patient.